Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that right ventricular lead had a lead warning and "flipped" polarity. The lead also showed an increase in impedance. The lead will either be repositioned or replaced. No patient complications have been reported as a result of this event.